Event description:
A report was received when a patient had difficulty charging the implantable pulse generator. After troubleshooting, it was discovered that the ipg had flipped inside the pocket. The doctor revised the pocket and sutured the ipg in place. The patient is receiving good stimulation and is able to charge. Patient is reportedly doing well.

Manufacturer narrative:
This is the final report.